Manufacturer narrative:
Initial complaint for case (B)(4). More information requested from complainant. Device requested for return for further evaluation. Risk ratings: the current risk file (B)(4), ics aircal risk analysis document was reviewed. Hazard i.d 4.6 identifies "inadequate strain relief leads to exposed voltage source.contacts on cable become disconnected from head. E.g. Foot switch cable, irrigator cable, water or air tubes, etc. Residual risk: minor (3). Risk/benefit analysis: medium.

Event description:
The manufacturer received the information regarding the aircal 200 device. The user has reported for "minor electric shock" and "spark" .it was reported that during an examination, the device initially functioned normally. However, when repeating the cold test, the member of staff received a minor electric shock accompanied by sparks from the handpiece. No medical intervention was required at this time.